Event description:
It was reported that during implant, a pericardial perforation with the sternal tunneling tool was observed by the physician inducing chest pain after the procedure. Repositioning of the lead and tunneling tool were performed. Pain medications were administered to the patient. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.